Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2016, the patient received a perceval valve to replace the native aortic one. However, after 2 years, the device was explanted since the patient developed endocarditis. Antibiotic were administered (cefazoline) and the patient had fever before the endocarditis. The patient has previous history of endocarditis (B)(6) in (B)(6) 2017). The surgeon did not report any potential connection between the event and the device's functionality.

Manufacturer narrative:
Modified event. Since the device was not returned to the manufacturer's location, and the device's sn was not provided, further inspection could not be performed. Although the patient has a previous history of endocarditis (october 2017) that may have contributed to the event, the exact root cause of the event could not be determined. However, based on the medical judgment, there is no potential link between the occurred event and the device's functionality, so further investigation is not warranted at this time. Furthermore, as reported in the perceval instructions for use, endocarditis is among the potential adverse events associated with cardiac valve replacement with a bioprosthesis. The event is, therefore, a known, inherent risk of the procedure.

Event description:
On (B)(6) 2016, the patient received a perceval valve to replace the native aortic one. However, after 2 years, the device was explanted since the patient developed endocarditis. Antibiotics were administered (cefazoline) and the patient had fever before the endocarditis. The patient has a previous history of endocarditis (endocarditis staphylococcus aureus meticiline sensible (sams) in october 2017). The surgeon did not report any potential connection between the event and the device's functionality. The device was not returned to the manufacturer and the sn could not be identified. On 26 oct 2018, the manufacturer was notified that no further information on this case will be provided by the site.